Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a lap appendectomy the ets stapler didn¿t completely deploy staples and the handle wouldn¿t completely close fully. There were no adverse patients effects. Case was finished with same make and model of product code.